Manufacturer narrative:
The subject device was returned for device investigation. Based on the results of the investigation and the results of third-party testing, a root cause could not be determined. Growth of microorganisms were found through culture testing by olympus before reprocessing. However, when olympus culture tested after reprocessing in accordance with the instructions for use (IFU) before repair, the results conformed to the regulation's recommendation. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that, during reprocessing, the colonovideoscope tested positive for 13 colony forming units (cfus) of staphylococcus epidermidis, 13 cfu of staphylococcus capitis, and 3 cfu of fictibacillus arsenicus. All channels were sampled. There was no report of any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.